Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty oxygen (o2) sensor. The ventilator was not in use on a patient at the time the event occurred. A non-medtronic/covidien service provider inspected the device and found that the o2 sensor had to be replaced. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.